Event description:
A report was received that the patient's lead was making its way through the skin. The physician revised the lead to bury deeper. The patient is reportedly doing well after the surgery.

Manufacturer narrative:
Patient's weight not available. Device remained in patient. Additional suspect device components involved in the event: model: sc-2138-70 description: linear lead (phase iii a), 70 cm a review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory. This is a final report.